Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that the reflux did not work properly during a procedure. Due to this issue, a capsular rupture occurred. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. As the system was found to meet specification, the root cause of the reported event cannot be determined conclusively.